Event description:
The customer reported a leak inside the coulter lh 500 hematology analyzer. The volume of the leak was about 2 ml and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
Service was not dispatched because the customer was able to troubleshoot the leak. Per a conversation with the customer, they found a hole in the tubing through pinch valve pv68. Pinch valve pv68 controls the drain for the rbc vacuum isolator chamber. The customer replaced the tubing and the instrument ran without any leaks. (B)(4).